Event description:
It was reported that during a ladg procedure, the tip of the sleeve was cracked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/24/2008. Cracked sleeve, fractured clear lens. Evaluation summary: the analysis results found that the instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energetic device. As per the warnings and precautions on the instructions for use, special care should be observed when using the instrument on an ultrasonic procedure as follows: "a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments." Additionally, the lens of the obturator was cracked. A preliminary investigation process has been initiated. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.